Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on : (B)(6) 2005, the patient presented with preop diagnosis- c5-6 and c6-7 degenerated herniated disk disease with thecal sac impingement and nerve root compression. Per medical records, under fluoroscopic guidance , the disk spaces at c5-6 <(>&<)> c6-7 were identified . The microscope was brought into the field. The partial vertebrectomy defects were then measured and filled with biomechanical fusion devices packed with allograft and autograft. The inline cervical traction which had been set at 15 pounds was then removed and ti plate and screw were attached with 2 screws from c5-7. Locking mechanism was engaged. Patient alleges unspecified injury due to the use of rhbmp-2